Event description:
It was reported that there were low revolutions per minute (rpm) surges with the roller pump. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The field service representative (fsr) ran the roller pump for several minutes and could not duplicate the reported issue. The fsr replaced the central processing unit (cpu) board and driver board and ran all checks. The fsr did not experience any error at this time. The unit operated to manufacturer specifications and was returned to clinical use.